Event description:
Customer reported the nurse saw a large amount of IV fluid on the floor and identified the set was cracked, location crack is unk. There was no report of pt harm or medical intervention. Customer stated that no further pt or event info is available.

Manufacturer narrative:
(B)(4). The device has been received, but it has not been evaluated yet. A f/u report will be submitted with failure investigation results of the failure investigation once it has been completed.